Event description:
Our affiliate is reporting to us that during an arthroscopic knee procedure with the use of an fms ultra aggressive 5.0mm cutter, the surgeon observed metal shavings being deposited into the patient¿s joint space. The knee was flushed. This is all of the information presented to mitek so far, there are questions out for further information and clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee procedure with the use of an fms ultra aggressive 5.0mm cutter and a tornado titanium shaver handpiece, the surgeon observed metal shavings being deposited into the patient¿s joint space. The knee was flushed and they are reporting no patient consequences. Also see associated MDR 1221934-2013-00257.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, the complaint device has not been received, and no additional information other than what was originally reported has been received. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this, we cannot discern a root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.